Event description:
It was reported that the physician exposed the preloaded catheter and married it with 12fr gore dry seal coming from the patient's left side. He then had to torque the device due to patient anatomy and needing the iliac branch to come out from patient's right side/laterally. As the physician torqued the device and proceeded to unsheath the tip of the preloaded catheter, the tip broke off. The physician continued to advance the 12fr sheath into the side branch then cannulate hypo. The physician chose to deploy device and vbx and then removed the whole device and the preloaded catheter as one unit so as to not accidentally have the broken preloaded catheter tip fall inside the patient.